Event description:
It was reported that the patient experienced shocks. The lead exhibited noise. The patient was scheduled for lead replacement on (B)(6) 2012. On (B)(6) 2012, the patient deceased. The physician determined it was not due to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.